Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) portions of the rv lead exhibited an increase in impedance measurements. The svc coil also exhibited undefined high impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.